Manufacturer narrative:
The waa heat related failure questionnaire was reviewed for potential causes of the reported issue. The patient wearing the device directly on the skin has been ruled out as a potential root cause. Potential causes of the transmitter overheating are blown power amplifier, continuous stimulation, charger/cable short, misuse of the cable (forced entry of the usb charger cord into the transmitter), pcb short, battery short, battery excessive current (into or out of battery), thermal cutoff not working (70 deg c), and supplier manufacturing issue. The transmitter assembly associated with the complaint was requested for investigation. However, it has not yet been received. The device was not returned and could not be analyzed by engineering. Attempts to recover the device were unsuccessful, preventing engineering from performing investigation. The root cause of the event could not be determined, and the alleged issue could not be confirmed. This complaint will be closed with no further action. Complaints are tracked and trended as part of management review. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in product not returned rates. Product not returned rates remain acceptably low; thus, CAPA is not required. Product not returned rates will continue to be tracked and trended.

Event description:
The patient reported their transmitter assembly was overheating and caused a burning sensation to the skin. However, the patient did not experience any damage to the skin or require medical intervention. The patient was provided a replacement transmitter assembly which resolved the issue.

Manufacturer narrative:
The waa heat related failure questionnaire was reviewed for potential causes of the reported issue. The patient wearing the device directly on the skin has been ruled out as a potential root cause. Potential causes of the transmitter overheating are blown power amplifier, continuous stimulation, charger/cable short, misuse of the cable (forced entry of the usb charger cord into the transmitter), pcb short, battery short, battery excessive current (into or out of battery), thermal cutoff not working (70 deg c), and supplier manufacturing issue. The transmitter assembly associated with the complaint was returned for investigation. Thermal imaging was used to verify the outside temperature of the device while charging, the internal temperature of the device while charging, the outside temperature of the device while operating, and the internal temperature of the device while operating. Results are as follows: outside thermal temperature while charging: 31.5°c internal thermal temperature while charging: 34.8°c outside thermal temperature while operating: 29.0°c internal thermal temperature while operating: 28.9°c the outside thermal temperature while charging was 31.5°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications. Although the alleged issue was not replicated, the investigation found the membrane button was damaged as there was no tactile feedback from the + button. However, the button remains functional. Additionally, the investigation found a damaged component as l12 was broken. Refer to CAPA-2024-0020 for additional investigation details for broken l12.

Event description:
The patient reported their transmitter assembly was overheating and caused a burning sensation to the skin. However, the patient did not experience any damage to the skin or require medical intervention. The patient was provided a replacement transmitter assembly which resolved the issue.